Manufacturer narrative:
The insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly.

Event description:
The wife reported via phone call that the customer went into the ocean while connected to the insulin pump. Customer's blood glucose was unknown. The wife reported fluid present under the lcd display. The wife stated the insulin pump was not dropped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.